Manufacturer narrative:
The patient came into see her doctor today because her pocket incision area is tender. There also is some nonabsorbable suture poking through the skin. Her physician scheduled her for tues (B)(6) 2021 to re open the pocket cut out all old suture, re-suture deeper, flush the incision, and reclose. She will have preventative antibiotics, but no infection has been reported at this time.

Event description:
Patient experienced erosion of suture through the skin.